Event description:
A hosp physician reported that the wire of a disposable lithocrush snapped and separated from the slide region at the distal end of the mechanical lithotriptor as he attempted to crush a very hard pt stone in the common bile duct. The basket wire become impacted on the stone; the physician extended the sphincterotomy, i.e., sugical incision, to remove the stone and wire. Following removal of the stone and wire, the physician mentioned that the pt was x-rayed in order to determine if a perforation was sustained as a result of the extensive manipulation of the wire basket. The x-ray did not reveal a perforation. Two days later, the pysician ordered a hida-scan, i.e., injector of contrast dye used to detect bile leak; there was no evidence of a leak. As a precaution, the pt was taken to ICU for treatment and observatrion as if perforation had occurred. The pt was transferred to a room two days following the occurrence and was reportedly doing well. The doctor mentioned that the pt was hospitalized prior to the incident for reasons unrelated to the event.